Manufacturer narrative:
This report is for an unknown constructs: zero-p va/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Device is not expected to be returned for manufacturer review/investigation. Reporter occupation: j & j rep. This report is for unknown constructs: (B)(4) PMA/510(k) number is not available. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing anterior cervical discectomy and fusion. Failed cervical fusion has been identified as the reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: 7 patients had subsequent surgery within 90 days from the index surgery. 14 patients had subsequent surgery within 12 months from the index surgery. 13 patients had subsequent surgery within 24 months from the index surgery. 6 patients had a re-operation within 90 days from the index surgery. 12 patients had a re-operation within 12 months from the index surgery. 10 patients had a re-operation within 24 months from the index surgery. This complaint is for depuy synthes (B)(4). This impacted product captures the reported re-operation within 90 days from the index surgery. This report is 4 of 6 for (B)(4).